Event description:
Information received from a manufacturer representative regarding a patient with an implanted pump. It was reported that an alarm was heard and confirmed by telemetry on (B)(6) 2016. Interrogation showed that the pump was in safe state. The manufacturer representative was not with the patient at the time of the call. The manufacturer representative was going to follow up with the healthcare provider to find out what it was in the logs. No symptoms were reported.